Manufacturer narrative:
H3: (B)(6) pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 16-dec-2022, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal (baclofen) 2000 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported that the patient had an attempted refill on friday ((B)(6) 2024) and they were unable to access the reservoir port. The rep stated either the pump was too deep or it was flipped. The rep stated the patient was having a revision done today and they would revise the catheter and explant the current pump and reimplant a new pump on the other side of the abdomen. Technical services discussed priming scenarios. Additional information received from a rep indicated that they were in a normal pump change out and the rep stated they could not get the full 1-2 cc on the old pump. The rep stated that they were only able to get bubbles. The rep was not confident in the amount and technical services had him redirect the decision to the doctor.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that to resolve only getting bubbles instead of the full 1-2cc, they let the pump sit for five minutes and tried again. They were then able to pull saline from the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.